Event description:
The male threaded area of a general purpose drainage catheter cracked in several places and was rendered ineffective. The drainage catheter cracked where a three way stopcock was screwed in. The cracks caused a loss of suction and would no longer effectively drain the abscess. This drainage catheter needed to be replaced with a new one before the patient was able to be discharged from the hospital.